Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose level was 7 mmol/l. Customer stated that the battery cap and battery compartment were not damaged. Customer changed the battery and then also the insulin pump wont work anymore. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify failed battery test, error 53 alarms due to blank display.